Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the locatable guide (lg) did not extend beyond the extended working channel (ewc). The patient was already under anesthesia when the procedure was cancelled.